Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed when the asymptomatic patient underwent routine yearly fluoroscopy of the riata lead. The lead was electrically normal. Lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
A partial lead measuring 56.8cm was returned in two segments for analysis. Internal insulation abrasion was noted at 13.6-15.4cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 34.2-35.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.